Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro tissue welder did not power up. A vasoview 6 evh unit was used to complete the procedure. The hospital did not report any patient effects. The product was returned.

Manufacturer narrative:
Method: the device was returned to cardiac surgery on (B)(6), 2010, for investigation. Visual inspection revealed that there were no non-conformities. A supplemental report will be submitted when the investigation is completed. (B)(4).